Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports "right implant leakage" diagnosed by ultrasound. Device has been explanted and replaced.

Event description:
Physician reports "right implant leakage" diagnosed by ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:¿ rupture: observed broken device in the posterior side assessed as a surgical impact opening. (Shell thickness was within specification)¿ additional observations:¿ observed non penetrating nicks in the shell.